Event description:
As reported by the end user in (B)(6), during preparation for a pci procedure, hair was found in the fluid path of the fluid mgmt system. The physician set the device aside to return to the MFR for eval and continued with the procedure with a new of the same device. As this occurred during preparation, there was no contact with the pt and hence no harm to the pt.

Manufacturer narrative:
Although it has been indicated that the used device will be returned for eval, it has not yet been received. The device analysis will be included in our investigation and the results of the investigation provided in a f/u medwatch. (B)(4).